Event description:
It was reported that during a percutaneous coronary intervention, the unspecified apex balloon was inflated multiple times "not above rated burst pressure", however, the balloon ruptured. It is not known how the procedure was completed. No pt complications were reported and the pt's status is unk. Additional info has been requested and is not available.

Manufacturer narrative:
Implant date: approx (B) (6)2009. The device was disposed, therefore, a technical analysis could not be completed. The batch number is unk and the manufacturing records for this complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).